Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that before use, a 3.25 x 38 mm xience sierra stent dislodged inside the package. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the noted device damages appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.